Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 3 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3. Gts had the patient cycle power to clear the error. The patient elected to disconnect and complete therapy with a manual drain. Product surveillance contacted the patient and caregiver. The caregiver stated the patient did not disconnect during therapy. The caregiver stated that the tubing going into the supply bag was above the cycler, causing problems and the patient bag did not disconnect. The caregiver stated the supplies were discarded and the lot information was not retained. The patient had not notified his nurse, but would let her know. No injury or medical intervention was reported.